Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous lesion in the right coronary artery (rca). After coronary angiogram (cag) was carried out, there was a dissection noted in the proximal rca. A 3.50x33mm xience sierra drug eluting stent (des) was advanced to the dissection and implanted. The 4.5x12mm nc trek bdc was then advanced to post-dilatate the stent and inflated to 22 atmospheres (atm). The dissection was widened during post-dilatation and the des could not be fully apposed to the vessel wall and migrated to the left profunda artery. A snare was used to remove the dislodged stent from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The reported difficulties and subsequent treatments including removal of foreign body appear to be related to the operational context of the procedure. In this case it is likely the device interacted with the anatomical conditions/ lesion site (noted dissection) resulting in the reported patient-device incompatibility (poor wall apposition) and stent migration subsequently causing the unexpected medical intervention to remove the stent (foreign body, removal). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned for analysis. The reported patient-device incompatibility (poor wall apposition) and stent migration were unable to be replicated in a testing environment as they are based on operational circumstances. D9, h3 - the device was available for evaluation. H6: type of investigation code 4115 - removed.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous lesion in the right coronary artery (rca). After coronary angiogram (cag) was carried out, there was a dissection noted in the proximal rca. A 3.50x33mm xience sierra drug eluting stent (des) was advanced to the dissection and implanted. The 4.5x12mm nc trek bdc was then advanced to post-dilatate the stent and inflated to 22 atmospheres (atm). The dissection was widened during post-dilatation and the des could not be fully apposed to the vessel wall and migrated to the left profunda artery. A snare was used to remove the dislodged stent from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.